Manufacturer narrative:
Review of programming/device diagnostic history performed.

Event description:
During a review of the patient's programming history, it was observed that a faulted diagnostic occurred on (B)(6) 2010. This resulted in a change in settings. The device was interrogated at the previously programmed settings, then interrogated again, resulting in unintended settings. The device was interrogated again on (B)(6) 2010, and the settings were corrected. No adverse events have been reported as a result of this issue.